Event description:
An alarm issue was reported with the adc device. A parent reported the low glucose alarm did not sound and therefore their daughter experienced symptoms described as "terrified, disoriented, difficulty responding to stimuli" and a seizure. Emergency services was contacted and was advised to provide juice and sugar to the customer and later taken to hospital. At the hospital, customer's glucose level was determined to be stable and she was additionally provided with carbohydrates. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms using a similar configuration of fsll (android) and (ios) using a known good libre 2 sensor. The investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A parent reported the low glucose alarm did not sound and therefore their daughter experienced symptoms described as "terrified, disoriented, difficulty responding to stimuli" and a seizure. Emergency services was contacted and was advised to provide juice and sugar to the customer and later taken to the hospital. At the hospital, the customer's glucose level was determined to be stable and she was additionally provided with carbohydrates. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. A parent reported the low glucose alarm did not sound and therefore their daughter experienced symptoms described as "terrified, disoriented, difficulty responding to stimuli" and a seizure. Emergency services was contacted and was advised to provide juice and sugar to the customer and later taken to the hospital. At the hospital, the customer's glucose level was determined to be stable and she was additionally provided with carbohydrates. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm did not go off. Extended investigation has been performed. Visual inspection was performed on the returned sensor, no issues observed. No issues were observed on the sensor plug assembly. The data was extracted and observed sensor state 6 (normal termination). The returned sensor was de-cased and measured with returned battery . Returned battery was replaced with known good battery, glucose thresholds were set in the reader¿s alarm settings and re-programmed the sensor. The reported sensor was activated with a retained reader and linearity testing was performed. Low glucose alarm was observed.. No malfunction or product deficiency was identified. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.